Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.

Event description:
It was reported that a patient with a 25 mm 2700tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of 6 years, 11 months due to severe aortic stenosis. Patient presented with acute on chronic congestive heart failure. The tavr was performed with a 26 mm 9750tfx transcatheter valve. The patient tolerated the procedure well and was transferred to recovery area in stable condition. Per physician, surgical valve did not prematurely fail due to patient being on dialysis. Patient was discharged on post-operative day two (2).

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. A supplemental MDR will be submitted upon completion of our investigation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.